Event description:
It was reported that the right ventricular (rv) lead had elevated threshold. Therefore programming changes were made and the rv lead remains in use. It was noted that the patient is part of the uatp 2.0 study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).